Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.5 x 38 mm mulit-link 8 was successfully deployed; however, the balloon could not deflate after the deployment. The balloon was inflated and deflated and it still would not deflate. The indeflator had gone to zero pressure but the balloon still would not deflate. The balloon was inflated to a higher pressure in an attempt to rupture the balloon but it would not rupture. On a third inflation and deflation attempt the balloon deflated and it could be removed from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The cause(s) of the reported deflation could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.